Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital (B)(6) hospital; reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: investigation results: boston scientific corporation confirmed the reported events of catheter guide break and stent failure to deploy. Media analysis performed on a provided photograph showed the guide catheter broken/detached, stretched and bent. However, without proper evaluation of the device, the most probable causes that contributed to the events remain unknown. Device history record review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which have contributed to the reported event. Device technical analysis: the device was not returned; therefore, product analysis could not be performed. However, a media inspection was performed on a photograph provided by the complainant. The photograph showed evidence of a guide catheter that was broken/detached, stretched, and bent. Risk review: a risk review was completed and confirmed that the event of "catheter guide break" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, there is not enough evidence to confirm the cause of reported event. Without proper evaluation of the complaint device, cause not established is selected as the investigation conclusion code.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was attempted to be implanted to treat bile duct stones in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the device could not be deployed in the patien't body, and the catheter guide was fractured. The stent was removed from the patient and another of the same device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.